Event description:
It was reported that patient presented in clinic for normal follow up and lead was diagnostically imaged. Externalized conductors were observed and electrical testing revealed no anomalies on the lead. The lead was capped and replaced. The patient is well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.